Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (12 mg/ml at 20 mg/day) and bupivacaine (40 mg/ml at 37.6 mg/day) via an implanted pump. The indication for pump use was malignant pain. On 27-oct-2017 it was reported that the patient had increased pain. A catheter revision had been performed about a month ago (see manufacturer¿s report # 3004209178-2017-20673) which seemed to help initially but now lately the patient¿s pain had increased again suddenly, so the hcp wanted to discuss troubleshooting options. The patient had cancer and was currently in the ICU (intensive care unit) due to that. Additional information was received the same day and it was reported that they had titrated the simple continuous and bolus doses up and it hadn¿t really been helpful. The patient had severe pain during the night. A dye study was done and everything was normal. The reporter wanted to know if they kept the needle in the cap (catheter access port) and gave the patient anesthetic medication to help with their uncontrollable pain if that would block the medication from the reservoir from reaching the catheter. They were planning to leave the needle in the cap for the next 24 hours while they got the patient¿s pain under control. On 30-oct-2017 additional information was received reported that the patient was not experiencing pain relief. The managing physician has fully aspirated the catheter multiple times and has injected drug through the side port which confirmed drug being delivered into the intrathecal space. Per the reporter, the physician was not sure why he¿s unable to get pain relief for this patient. The physician was considering a complete catheter replacement, despite the fact that it has proven to be patent as his concern is that there may be a crack in the catheter somewhere along the line. No further patient complications were reported.